Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated procedure for an ablation therapy, the atrial lead was suspected to have dislodged. An atrial lead revision was scheduled the next day. The lead was capped (B)(6) 2021 and replaced. The patient was stable.